Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that the probe exhibited poor aspiration. Additional information has been requested.